Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't start and was stuck at 00:00. Review of the log files confirmed the malfunction with the flexvision pc. A restart was performed but the issue persisted. The cause of the failure analysis determined the flexvision pc to be defective hence concluding the malfunction. The fse replaced the flexvision pc and installed the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was stalling at 0:00 and the system wouldn't start. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hdd which returned the device to expected functionality.